Event description:
It was reported that non sustained oversensing determined to be far p wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no patient consequences.